Event description:
During the eval of a returned spectrum infusion pump, 56 occurrences of "downstream occlusion" alarms were identified in the event history log. Any pt involvement, injury or med intervention is unk since these items were found during eval of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "downstream occlusion" alarms were confirmed through the event history log review. The cause was undetermined. If any additional info is received, a follow up will be sent. The force sensor gasket and downstream tubing guide were replaced.